Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. The lens remains implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had bilateral symfony intraocular lenses (iols) implants on (B)(6) 2017. Post-operatively, the patient is very upset with the outcome. Reportedly, the patient had difficulties with the physician who claimed that she can only replace the iol within a year of the original implant date, which was about a week from the date the patient called. The patient is also very sad, anxious, and upset because she was very active prior to surgery and now has been home bound for a year due to visual impairment. No additional information was provided. This is report 1 of 2.

Manufacturer narrative:
This supplemental report is one (1) of two (2); device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing record cannot be reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.